Manufacturer narrative:
The main component of the system and other applicable components included: product ID: 8731sc, serial (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at concentration of 150 mcg and dosage noted as 83, marcaine at concentration of 20 mg and dosage of 11.1 and dilaudid(hydromorphone) at concentration of 20 mg and dosage noted as 11.1 via an implantable infusion pump for the treatment of spinal pain. It was noted that the hcp questioned patency of catheter. They were not able to aspirate the catheter so they replaced distal part of it. It was unknown if any environmental/external/patient factors might have led or contributed to the issue. It was unknown if the issue was resolved and the patient status was alive with no injury at the time of the report. No further complication was reported.